Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the clinic after experiencing an episode. Upon interrogation, the device crashed and the egms could not be loaded. A firmware was downloaded and the device was able to interrogated normally again. No further information is available.